Event description:
Placing arterial line into right radial under sterile technique. Introducer guide wire inserted, attempt to advance catheter. Would not advance. Attempt to remove. As removing, noted guide wire lengthening and becoming thinner. Guide wire removed. X-ray of right radial did reveal a 4 mm portion of guide wire in right radial area. At this time will continue to monitor hand for circulation and signs of appropriate blood flow.